Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient experienced a trauma in the left knee at standstill, twisted inwards with subsequent pain afterwards and sensation of instability, worsening of effusion. Additional, hyperalgesia despite immobilization with splint, control radiographs showed dislocation of the polyethylene insert. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a gii ps insert sz 1-2 18mm was exchanged. Patient's current health status is recovering.

Manufacturer narrative:
Section h6 was updated. Section h10: the associated device was returned and evaluated. The visual inspection revealed multiple gouges and scratches throughout the device. The device show signs of wear. This inspection was conducted by naked eye. A dimensional evaluation could not be performed due to damage/deformation from use of the explanted device. There is no evidence to indicate that the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Dimensional inspection states that the damage to the device would not allow for accurate measurement. The clinical/medical investigation concluded that, based on the information provided, the trauma experienced by the patient was the likely cause of the poly dislocation, but it is unknown the root cause. The patient impact beyond the reported trauma, pain, instability, worsening effusion, the poly dislocation, and the subsequent revision could not be determined since the patient is still recovering. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that dislocation has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).